Manufacturer narrative:
(B)(4).

Event description:
Patient underwent surgery on (B)(6) 2016 for high impedance as reported in MFR report # 1644487-2016-01850. During the surgery, the surgeon had attempted multiple pin re-insertions and this did not resolve the high impedance. No fractures can be visualized in the lead body but the lead was revised. The generator was removed from pocket and placed on the table. After the lead was revised, the generator was connected to the new lead. Diagnostics showed that the impedance was within normal limits but the battery was showing neos - yes. Per company representative who was present during the surgery, the battery life of the generator was good prior to surgery and during the surgery prior to lead revision. After the lead was revised, the generator was connected to the new lead. Diagnostics showed that the impedance was within normal limits but the battery was showing eos. It is suspected that electrocautery use or something else cause the battery depletion during the lead revision surgery. Per implant card, the lead and generator were replaced due to "lead discontinuity" and "battery showed eos." The programming history for the generator was reviewed from the day of surgery. Several system diagnostics were performed as shown below. The first four tests are believed to have been performed before the lead was revised. The last two tests were performed after the lead revision and possible use of electrocautery. The explanted generator has not been received to date.

Event description:
The explanted generator and lead were received on 09/8/2016. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Review of the data downloaded from the generator indicated that the ¿pulse disabled¿ byte was set to a value that represents a "pulse watchdog timeout" condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device implant, which may have been a contributing factor. A reset of the pulse disabled bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The reported allegations of ¿energy output to patient tissue incorrect¿ and ¿output current low¿ were not duplicated in the pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The battery, 3.039 volts, shows an ifi=no condition. The reported allegation of ¿premature end of life (eol)¿, was not duplicated in the pa lab. The data in the ¿diagvbat¿ (as received, ram and flash data) memory locations shows a value of 2.904 volts. However, the data in the ¿diagvbat_min¿ memory locations show a value of 1.788 volts on (B)(6) 2016, indicating an eos condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the explant procedure, which may have been a contributing factor. Other than the noted events (¿pulse disabled¿ and eos condition), there were no performance or any other type of adverse condition found with the pulse generator.